Event description:
During the training, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) when the user replaced the lifeband. The user followed the steps to clear the error, however, the error was not cleared. Per the reporter, the platform was used on the call the day before without any issues. No patient involvement.

Manufacturer narrative:
The customer reported complaint of the platform (sn (B)(4) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The root cause for the (ua) 45 error message was due to the driveshaft not being at the "home" position, which is likely attributed to user error. The autopulse platform functioned as intended by triggering (ua) 45 when the driveshaft is not at the "home" position. User advisory (ua) 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During visual inspection, there was no physical damage observed on the autopulse platform. During further inspection, it was noticed that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. This autopulse platform was manufactured in june 2008 and is over 14 years old, well beyond its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data review showed multiple user advisory (ua) 45 error messages around the reported complaint date, thus confirming the reported complaint. Further review of the archive data indicated (ua) 17 (max motor on time exceeded during active operation) error message around the customer's reported event date, unrelated to the reported complaint. During functional testing, a user advisory (ua) 45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. The (ua) 17 message was not reproduced during functional testing. However, the brake gap was verified and cleaned as a preventive precautionary measure. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).